Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller (surgical team - performing a bladder surgery) reported per patient the ins has not been used in years. Unknown where the controller is. Patient, wife only had system checked once after implant. Managing healthcare provider (hcp) moved away and did not establish a new managing hcp. Unknown status if ins has depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.